Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/14/2024 a clindex notification was received regarding a patient listed on the shoulder arthroplasty registry. On (B)(6) 2016 the patient underwent surgery to implant the arthrex univers apex implant system. Eight years later, on (B)(6) 2024, it was reported that the patient's implants had mildly loosened and had a supraspinatus tear. The patient has ninety percent shoulder function and reasonably good motion. The surgeon recommended to remain conservative. No further information was provided. Additional information received on 5/28/2024: per the facility representative, the part and lot numbers used in the surgery are unknown, as the sales representative's records only go back as far as november 2016.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.